Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported, packaging breakage. During surgery, found the packing was damaged. Another device was used to complete the surgery. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, it appears like the package seal appears to be slightly open, it cannot be fully observed in the photo; no conclusion could be reached as to the cause of the reported incident as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.